Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 579142: - (B)(4): capsular contracture. Device not returned to device analysis. - (B)(4): capsular contracture. Device not returned to device analysis. - (B)(4): extrusion - ndr. Device not returned to device analysis. - (B)(4): pain-ndr, varied injuries - ndr edema, capsular contracture, lymphoma - alcl - suspected. Device not returned to device analysis. - (B)(4): deflation. Device not returned to device analysis. - (B)(4): no complaint against the device. Device not returned to device analysis. - (B)(4): a24 adverse event without identified, device or use problem, e020201 anxiety. Device not returned to device analysis. Even though there was one additional complaint of deflation for this lot number, the device has not been returned to confirm the event or to detect a potential workmanship. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event deflation (a050401 fluid leak / blood leak). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation" and "textured to smooth". This record is for the right-side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6. Laboratory analysis summary: the device related to the reported events deflation and anxiety: product/procedure was received on august 28, 2025, with catalog mcghan. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as unidentified (tear) opening. Anxiety: product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation" and "textured to smooth". This record is for the right-side. The device was explanted and replaced.